Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was told that the pod could cause a internal infection. The patient was diagnosed with a infection of the appendix. For treatment, the patient was given a unknown oral medication to take 3 times per day. The patient's blood glucose (bg) values were at 230 mg/dl. The pod was worn longer than 48 hours on the hips/buttocks. The pod was discarded.